Event description:
It was reported that the user experienced approximately 45 minutes of intermittent signal loss from a dexcom g7 sensor, after which connectivity returned without intervention, consistent with a communication failure potentially related to the antenna/electrical communication pathway. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found, with the event characterized as intermittent communication failure and associated with the antenna component within the electrical and magnetic domain. It was concluded, based on previously established findings for similar reports, that the cause was no problem detected and resolved on its own without intervention.